Manufacturer narrative:
Results: since the device was not returned and no information was provided no investigation was performed.

Event description:
The manufacturer was notified on 22 december 2014 that mitroflow valve (model lxa, size and serial # - unknown) was explanted on (B)(6) 2014. No other information was provided.

Event description:
The manufacturer was notified on (B)(6) 2014 that mitroflow valve (model lxa, size and serial # - unknown) was explanted on (B)(6) 2014.. No other information was provided.

Manufacturer narrative:
Results: review of the device history record will be conducted upon identification of the valve serial #. The full histopathological evaluation will be performed, if the explanted valve is returned.